Manufacturer narrative:
Follow-up # 1 ¿ (02/25/2015). The patient¿s meter and test strips have been returned on 2/11/2015 and 2/25/2015, respectively, and evaluated by lifescan product analysis on 2/13/2015 and 2/25/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 8:30pm on (B)(6) 2015. The patient reported obtaining blood glucose readings of ¿232-203mg/dl¿ on the subject meter and ¿104mg/dl¿ on another unknown meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient does not currently take any medication to manage their diabetes. The patient reported consuming less food/drink in response to the alleged inaccurate readings. The patient stated that they had a symptom of ¿dizzy¿ sometime before the alleged product issue began. The patient reported visiting their doctor on (B)(6) 2015 and reported receiving treatment of ¿IV fluids¿ from a health care professional. The patient reported testing their blood glucose on the doctor¿s meter but could not recall the results obtained. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient received medical treatment for an acute complication of diabetes from an hcp. Although the patient was symptomatic prior to when the alleged inaccuracy began, they did not receive treatment until three days later.